Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to right ventricular lead noise; it was also noted that the sensing had also started to vary. The atrial lead also exhibited some noise episodes. The patient was asymptomatic to the event. The leads were explanted and replaced on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
The reported events of ¿insulation abrasion, oversensing noise and r-wave amplitude variation,¿ were confirmed. A complete lead was returned in two pieces for analysis. External insulation abrasion breaching re cables lumen due to friction to another device or feature of the heart was noted at 8.7 cm to 9.0 cm from the distal tip. External insulation abrasion breaching re cables lumen was noted at 12.7 cm to 13.1 cm from the connector pin. Re - ring electrode cable lumen, etfe coating was intact and the inner coil was not exposed in this abrasion region. A lead-to-can external insulation breaching rv cables lumen was noted at 45.0 cm to 45.3 cm from the distal tip. Rv cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Internal insulation abrasion and explant damage was noted at 6.8 cm to 10.2 cm, the etfe coating was intact. Internal insulation abrasion breaching re cable was noted at 7.8 cm - 8.1 cm, 11.1 cm ¿ 15.2 cm, 14.8 cm to 16.0 cm and 22.7 cm ¿ 22.9 cm from the distal tip. One internal insulation abrasion breaching re cables lumen was noted at 22.7 cm to 22.9 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion breaching svc cables lumen was noted at 21.1 cm to 21.2 cm, 21.5 cm to 21.6 cm, 22.5 cm to 22.7 cm, 26.4 cm - 27.0 cm and 28.5 cm - 29.8 cm from the distal tip. A svc cables etfe coating was intact and the inner coil was not exposed in these abrasion regions. A lead-to-can external insulation breaching svc cables lumen were noted at 44.8 cm to 45.8 cm and 46.2 cm to 46.8 cm from the distal tip. Internal insulation abrasion breaching rv cables lumen was noted at 30.0 cm to 30.8 cm from the distal tip. Rv cables etfe coating was intact and the inner coil was not exposed in this abrasion region. One re cable etfe coating being abraded was noted at the external insulation abrasion, 8.8 cm to 9.0 cm from the distal tip.

Event description:
New information received on 08/03/2018 stated externalized conductors were observed on the ventricular lead that resulted in damaging the insulation on the right atrial lead.